Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator did not pass power on self test (post). Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). It was confirmed that the ventilator was not in use on a patient at the time of the reported event.